Manufacturer narrative:
This report is filed october 10th, 2013.

Event description:
Per the clinic, the patient developed a superficial granuloma at the implant site. It was also noted that the skin flap was becoming thin. The patient was prescribed duricef 500 mg po bid x 10 days and rifampin 300 mg po bid x 5 days during the last 5 days of duricef use. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).